Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after being implant, an x-ray taken showed this right ventricular (rv) lead had dislodged from its original implant position and exhibited a rise in pacing impedance measurements of greater than 1300 ohms and high thresholds. These observations were believed to be due to an abandoned rv lead hitting this newly implanted rv lead and causing it to dislodge. Surgical intervention was performed and the rv lead was repositioned successfully and continues to remain in service. No additional adverse patient effects were reported.